Manufacturer narrative:
Additional information has been received from the customer. Correction is being made by adding the other value to g2. This supplemental report is being submitted to provide this information. The event occurred when the device was being transported during an inter-site trip. A full column of material that included the device fell from the truck.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective power board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
As reported by the customer, the device had a defective power board. There is no reported harm to any patient.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Additional information is not yet available for this event. The device is returned and an evaluation completed for it. Upon inspection and testing, after starting up display panel would be turned. This is attributed to the failure of the power board. Furthermore, electropneumatic valve and the regulator were both found to be faulty too. Air insufflation and pressure malfunctions could not be identified. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.